Event description:
The spouse reported via phone that the customer was hospitalized twice in the past month. The caller reported they were informed the hospitalization was caused by an insulin pump malfunction. It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. It was found the customer was vomiting prior to being hospitalized. The customer was also hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was 448 mg/dl at the time of admission. The customer was treated with an IV drip and saline for both hospitalization events. It was found the customer disconnected from the insulin pump right before being admitted into the hospital. Troubleshooting determined the settings on the insulin pump may be incorrect. The spouse declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.